Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there is debris inside the sterile package. Ftir analysis conducted on the foreign material in the package identified that it is consistent with the ftir spectra of cotton/cellulose. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.